Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for follow up. Episodes of non-sustained ventricular oversensing were observed on egms. Further review of the egms revealed possible myopotential oversensing. Programming changes were made to the device.